Event description:
It was reported that forty hours after implantation oversensing was observed. Echocardiography showed a discrete pericardial effusion. Ventricular lead perforation was described. The lead was repositioned. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received our CAPA system has found this past-due reportable event.